Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of software logs the scan was not to protocol and an improved tracer pattern would have also improved registration. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains guidance regarding proper imaging protocols and tracer registration technique.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. On 09/13/2016 a medtronic representative, following-up at the site, reported that as the site/surgeon had not reported the individual surgeries where this alleged issue had occurred, there subsequently was no possibility the site would provide patient demographic information and/or procedure details to support the allegation for each occurrence.

Event description:
A medtronic representative received a report from a site that a surgeon alleged experiencing a depth inaccuracy with pointmerge within the ent 2.3 application. The site reported this as occuring on some occasions. The sella clivus area is indicated by registration that the accuracy is within 1 millimeter (green sphere). This inaccuracy was alleged to always be in anterior posterior (ap) and/or coronal (depth and height) direction but never lateral. The alleged intermittent inaccuracy was approximately 4-5 millimeters. It was reported to the medtronic representative that the procedures were completed with the use of the navigation system, delay in therapy was less than one hour, and that there was no impact on patient outcomes. In trouble-shooting the alleged inaccuracy, it was noted that the surgeon was very experienced with navigated surgery. Since the accuracy is good laterally, the surgeon has suggested that the issue could have something to do with algorithms. According to the surgeon, this issue was not present in s7 cranial 3.0 axiem. While the alleged inaccuracy occurred during past procedures, there was no patient present when this was reported to the medtronic representative. The site could not provide any specific patient demographic information or procedure details for the alleged past occurrences.